Event description:
Inbound, patient reported leaking from tubing at filter after 24 hours, lot number of tubing replacement was 3656195, says this is the same tubing she¿s been receiving. No further details provided.